Event description:
It was reported that l-arm on the 9600 system would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The l-arm drive linkage was replaced during the service call. The system was tested and found to be working as intended, and put back into service.